Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and rupture.

Event description:
Healthcare professional reported left side "patient's concern with the product" and capsular contracture, baker grade IV. Additionally, healthcare professional noted "crease/folding of implant" and "hole." Device has been explanted and discarded after surgery.

Event description:
Healthcare professional reported left side "patient's concern with the product" and capsular contracture, baker grade IV. Additionally, healthcare professional noted "crease/folding of implant" and "hole." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold and wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.